Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged experiencing dyspnea, pulmonary hypoxia, coma, respiratory failure, respiratory acidosis. The relationship between the device and the alleged symptoms currently could not be established. The patient has received medical intervention in the form of hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device were completed by the manufacturer and found evidence of slight unknown dust contamination on the external surfaces of base unit, unknown debris in rear panel air outlet. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of unknown contaminate within the top enclosure, debris in tracks of top of ui panel, unknown white colored dust contaminant on blower motor casing and blower motor impeller, unknown dust/dirt contamination throughout the air path. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminates found were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The device passed all final test.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing dyspnea, pulmonary hypoxia, coma, respiratory failure, respiratory acidosis. The reported events and its reported severity was reviewed by the manufacturer's clinical expert. These events and the inadequate ability to expel co2 is associated with their underlying obstructive pulmonary condition (copd) or possibly related to other risk factors associated with their copd (pneumonia, pulmonary embolism, or heart failure) and not related to the device. There was no report of serious patient harm or injury. The patient was hospitalized and has seen a pulmonologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged experiencing dyspnea, pulmonary hypoxia, coma, respiratory failure, respiratory acidosis. The relationship between the device and the alleged symptoms currently could not be established. The patient has received medical intervention in the form of hospitalization. In the initial report, event problem was not correct, the updated verbiage will be - the manufacturer received information alleging a dreamstation auto bipap failed to perform properly and did not expel required amount of air. The patient alleged they were admitted to the hospital for clinical signs and symptoms of dyspnea, pulmonary hypoxia leading to a coma, respiratory failure and pulmonary edema. In addition, arterial blood gas results were performed, with an initial value of carbon dioxide resulting at 243, diagnosing the patient with severe respiratory acidosis. The patient wad admitted to a hospital for a prolonged period of time and was discharged after 15 days. The device was returned to the manufacturer¿s product investigation laboratory for further evaluation. A third party filter was also returned along with the device, but not evaluated since it is not the manufacturer's make. An external and internal visual inspection were completed by the manufacturer. The manufacturer found evidence of unknown contaminate to be present within top enclosure and at iso port entrance, slight debris in tracks of top of ui panel and an unknown white colored dust contaminant observed on blower motor casing and blower motor impeller. This unit does not contain the open cell polyester based polyurethane black colored sound abatement foam but contains the open cell silicone white colored sound abatement foam. This information indicates that this device does not contain the sound abatement foam referenced in the voluntary field safety notice / recall notification. A review of the device error log resulted in 0 errors, 0 blower hours, and 0 therapy hours which suggests the device was reset prior to the manufacturer's receipt. The manufacturer performed a final service test twice, once after verifying airflow and again after performing supplementary testing to observe functionality of the device. The device passed all final service tests. In conclusion, the manufacturer is unable to directly address the allegations outline in the complaint and can confirm that the device functions as per final service testing. The manufacturer was unable to find fault or failure mode with this device.